Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular lead exhibited high threshold value. The lead was capped and competitively replaced. The patient was stable throughout the whole procedure.